Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was under delivering while in auto mode. The customer¿s blood glucose level was unknown at the time of the incidents. The customer reported getting highs. The auto mode on the insulin pump was most likely active and automatically adjusting insulin delivery during the events. Troubleshooting was not completed as the customer declined. The customer also reported sensor calibration issues and that they found their missing meter. The insulin pump will not be returned for analysis.